Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One posterior pak was returned and visually inspected. The (position) pos three inner diameter (ID) tab of the pinch plate was broken off. When the cassette was inserted into the console, the cassette was recognized as posterior by the console. The sample primed and passed (intraocular pressure) iop calibration successfully. However, the broken ID tab caused the console not to toggle the fluid and air valve. Additionally, the valve on the lower pressure air source (lpas) port remained in close position, while the valve in the fluid port was in the open position to allow fluid to flow during the fluid air exchange (fa/x) test. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the air did not flow inside the eye to perform fluid air exchange during a pars plana vitrectomy (ppv) procedure. A new console and cassette was obtained in order to complete the procedure. There was no patient harm.